Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the gap could not be determined. It is possible that the gap was caused by handling or wear and tear. The instruction manual identifies the following verbiage, which may have prevented the phenomenon:¿ do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.